Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump(iabp) tubing became dislodged, during a car accident with the ambulance and unit shut down. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the unit has been fully evaluated after involvement in car accident. No issues to report with the unit. Batteries were replaced due to being the month for replacement. Unit is passing all functional and safety checks. Returned unit to customer.

Event description:
N/a.

Manufacturer narrative:
Corrected field: b1, b5, h1, h6(health effect ¿ clinical code, health effect ¿ impact codes). Updated field: b2, b4, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump(iabp) tubing became dislodged, during a car accident with the ambulance and unit shut down. Patient went into cardiac arrest after tubing was dislodged and as a result patient passed away.